Event description:
It was reported the surgeon damaged the intraocular lens during insertion into the patient's eye. The surgeon stated the handpiece felt stiff during insertion of the lens. Once the lens was implanted, it did not unfold properly and appeared damaged. The incision was enlarged during same surgery, the implanted lens removed and replaced with a second lens without complication. The patient's visual acuity was 20/20 unaided at one week post operative and 20/40 at week two with a bit of corneal edema. Surgeon will see patient again at 4 weeks.

Manufacturer narrative:
A review of the manufacturing record was performed and met specifications. A review of complaint records revealed that no other complaints from this order number were received. As no product was received for analysis, our investigation is inconclusive. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.